Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Manufacturer narrative:
Follow-up # 1 (06/13/2011)-device evaluation: the lay user/patient returned a meter that was not involved with this complaint. The retain test strips were tested and they passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter read inaccurately high compared to his expected result. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient manages his diabetes with lantus insulin and humalog insulin. The alleged issue began on (B)(6) 2011 at 8pm. The patient reported a blood glucose result of "113 mg/dl" with the subject meter. The patient denied making changes to his usual diabetes management routine. Immediately prior to the alleged issue, the patient claimed he felt low blood glucose symptoms of tired and had slurred speech. The patient was given an orange to eat and juice to drink. The patient's wife was still advised by their physician to contact emergency medical services (ems). The patient obtained a blood glucose result of "33 mg/dl" with the ems device. Ems administered the patient intravenous (IV) glucose as treatment. The patient stated he felt better after. At the time of troubleshooting, the customer care advocate (cca) noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.